Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, maude event report #mw5044261 was received containing the following information. Event description: date FDA received: 09-jul-2015 voluntary 20-jul-2015 10:40:20.00: closure device failed. Another device was used. No harm to patient

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device failure was confirmed as a cuff miss was noted. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, an unknown device failure occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.